Event description:
The customer reported that there was multiple system errors leading to intermittent system functionality rendering the system unusable. There is no report of pt injury or death.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The generator interface board was replaced. The system was tested and found to be working as intended and put back into service.